Event description:
Information was received from a consumer regarding a patient receiving clonidine and dilaudid via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2016 it was reported that the pump had a volume discrepancy. The actual residual volume was 17.7 ml; the expected residual volume was unknown by the reporter. Per the reporter, the patient received almost double what was expected. There were no discrepancies at past refills. The patient had severe headaches, withdrawals, and more pain than normal. The symptoms had come on suddenly. The patient had an appointment scheduled for (B)(6) 2016 at 1:00.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.